Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch. There are no units in our stock. One closed sample received. Tightness test to the sample received has been performed and the unit is tight. Tested the knot pull tensile strength of the closed sample received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As indicated in the premicron instructions for use: "the surgical instruments used, such as tweezers and needle holders, shall not cause any crushing or crimping damage to the suture material". Final conclusion: complaint is not justified. Note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: italy during the ligature of the thyroid, the suture cut it. According to the surgeon the suture has a calibre smaller than what reported on the packaging.